Event description:
It was reported that during equipment testing conducted at the user facility, the core universal driver ran in reverse without user activation. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Internal corrosion and worn components were discovered throughout the device.